Event description:
A patient using a CPAP machine went to the emergency room where she was reported to have a ruptured sinus cavity.

Manufacturer narrative:
Resmed was informed that a patient wearing a CPAP nasal pillow mask had a nose bleed that would not stop. The patient then went to the emergency room where she was reported to have a ruptured sinus cavity. The mask was not returned to the manufacturer for an investigation nor is the mask alleged to have been malfunctioning. With the information available resmed's chief medical officer provided the following opinion: "CPAP can aggravate pre-existing sinus conditions as the pressure may impede drainage and cause pain. It is possible that CPAP aggravated a pre-existing condition in this patient investigation of which has revealed the presence of a fracture or similar issue, but it is not plausible that the device led to the rupture of a normal sinus cavity."